Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract disorder ("urinary tract disorder") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (unilateral), salpingectomy bilateral removal of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, psychological trauma and cystitis outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation : uterus, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: nothing is getting through. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received. Events per pfs: vaginal bleeding and abdominal pain lower were added. Outcome of abdominal pain lower was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), cystitis ("bladder infection") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy (full), oophorectomy (unilateral), received treatment for perforation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, psychological trauma and cystitis outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation: uterus, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- perforation: uterus, dysmenorrhea (cramping), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder infection. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.